Manufacturer narrative:
(B)(4). Retainer ring = black. P-cap, reservoir locks properly into place. Pump¿s history and trace files downloaded successfully using thus software. Unit passed displacement test and self test. Pump error variable 3 was noted in the history download on 07/05/2021 at 5:11pm due to broken trace pin6 (sda). The following were noted during visual inspection: scratched case, cracked case, cracked case near the corner of belt clip rails, cracked keypad overlay, and cracked case on the battery tube side.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer stated that the insulin pump was able to clear the alarm and able to rewind the insulin pump. Customer stated that the insulin pump was passed in self test. No harm requiring medical intervention was reported. The insulin pump was returned for the analysis.